Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the device was unable to power on and that the electrode belt cord is "messed up." The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt cord is damaged) has been confirmed. Upon evaluation, it was found that the trunk cable was damaged with severed wires. The root cause of the severed wires cannot be positively identified, but as received, the belt appeared to be chewed apart by an animal. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.